Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient began hearing a critical alarm on (B)(6) 2019. He confirmed that he was hearing a two-toned alarm that sounded like a european ambulance. He noted he was on vacation in (B)(6) and wouldn't be flying home until (B)(6) 2019. He had not had any falls or trauma lately. It was noted that at his last refill the hcp noted that the battery on the pump was low and would need to be replaced soon, potentially in (B)(6) 2019. No patient symptoms were reported. No further complications were reported. Additional information was received from a healthcare provider via a manufacturing representative (rep). It was reported the patient was on vacation and experienced a loss therapy on (B)(6) 2019. The patient indicated they had to go to the emergency room and see a physician. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient was back home and their therapy was working, as of (B)(6) 2019. The issue was resolved. The patient's status was provided as alive - no injury. Additional information was received from a healthcare provider via a manufacturing representative on (B)(4) 2019. It was reported that the patient was having their pump replaced in 5 days due to a motor stall. The caller was inquiring about how to silence the alarm. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturing representative on 2019-jul-31. It was reported that the pump stalled on (B)(6) 2019 at 10:42 and recovered on (B)(6) 2019 at 18:03; stalled on (B)(6) 2019 at 12:13 and recovered on (B)(6) 2019 at 02:58; stalled on (B)(6) 2019 at 02:00 at recovered on (B)(6) 2019 at 16:05; stalled (B)(6) 2019 at 09:35 and recovered on (B)(6) 2019 at 09:56 and finally stalled on (B)(6) 2019 at 22:58. No further complications were reported.